Event description:
The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of incarcerated left ventral hernia with implant of a composix kugel mesh. The hernia sac was opened and incarcerated omentum and colon were dissected. In two areas, the colon had to be treated like a sliding hernia. The attenuated muscles and fascia were debrided. On (B)(6) 2006 - pt underwent excision of a meshoma of the composix kugel mesh. The mesh and a small rim of fascia were excised on all sides. Some mesh that was underneath the fascia and not involved was left behind.

Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has co-morbidities including diverticulosis, colon polyps, prostate cancer and chemotherapy. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, it appears the mesh remains implanted and no product has been returned. If any additional info becomes available, a follow-up MDR will be submitted.